Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 9/1/2023, it was reported by a sales representative via email that an ar-3636 knotless fibertak inserter shaft broke. The knotless fibetak was inserted through the curved guide around five or six on the clock face. The surgeon held the guide while the resident cycled the drill twice and guided the anchor into the bone. The resident malleted until resistance was felt about 1 cm in. The surgeon instructed the resident to stop and remove the inserter and guide. It was then noticed that a small tip of the inserter was stuck in the bone. The surgeon used a 4.5 mm reamer to remove the surrounding bone so that the metal tip could be removed from inside the patient. This was discovered during a labral repair procedure on (B)(6) 2023. Additional information received on 9/6/2023: the case was completed using another ar-3636 knotless fibertak adjacent to the hole left by the broken anchor.

Manufacturer narrative:
Complaint is confirmed. Upon visual evaluation, it was noted that the distal tip of the inserter shaft had both broken and bent. No broken pieces were returned for investigation. No implants were returned. The most likely cause of this condition is the excessive force used to pry and/or leverage the device.